Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, b6, b7, d1, d4, d6a, h4, h6, h10. A review of the device history record for strattice lot s10700 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 26/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event and for related record (B)(6). This report represents the second strattice device implanted (B)(6) 2010. As per the ppf form, the patient underwent a ¿temp. Mesh closure of emergent dehiscence¿ surgery and was implanted with a strattice device on (B)(6)/2009. The patient underwent a procedure due to ¿mesh split down middle, minimal adhesions taken down, all foreign material removed from abdominal wall, prolite mesh placed¿ on (B)(6) 2009. The patient underwent an ¿excision of infected mesh, small bowel resection with hand sewn primary anastomosis, takedown of adhesions; component separation for ventral hernia repair with strattice inlay, tensor fascia lata fascia overlay for hernia repair, alt, vastus lateralis muscle, & tfl pedicle flap, adjacent tissue transfer 40 cm x 20 cm on the right & 40 cm x 20 cm on the left, porcine skin graft to the right lower extremity 30 cm x 15 cm placement to the right lower extremity¿ on (B)(6) 2010. The patient was implanted with another strattice device on the same date due to ventral hernia. The patient underwent an ¿us guided fluid drainage ¿on (B)(6) 2010. The patient underwent a ¿preparation of site & placement of split-thickness skin grafted harvested from the right lower extremity, vacuum device placement¿ on (B)(6) 2010. The patient underwent an ¿I & d, abdominal seroma cavity x2 (a) medial/midline, (b) right flank, washout of seroma cavities, placement of two 19-french round blake drains¿ on (B)(6) 2010. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses.¿ patient ¿suffers from abdominal pain.¿ ¿[they have] been hospitalized and undergone surgical procedures. [Patient] suffered from wound infections. [The patient] is dependent on others to help with daily tasks [they have] difficulty completing [themselves.] ¿[they have] lifting restrictions and had to adjust [their] physical activities. [Patient] has difficulty golfing and playing racquetball. [The patient] has difficulty bending. [They] wore an uncomfortable abdominal binder. [They have] difficulty participating in family and children¿s school activities due to pain. [Their] stomach is scarred and disfigured which causes [patient] embarrassment. [Patient] is fearful [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿emergent dehiscence, reclosure of abdominal wall with strattice mesh, wound vac/abdominal binder - (reason for hospitalization: exploratory laparotomy for staple removal)¿ between (B)(6) 2009. The patient also underwent treatment for ¿abdominal pain, lower part of wound ripped & eviscerated; mesh split down middle, minimal adhesions taken down, all foreign material removed from abdominal wall, prolite mesh placed, placed mepilex boarder over wound & placed black sponge wound vac¿ between (B)(6) 2009. The patient received treatment for ¿removal of mediport; line; infection; vte prophylaxis; IV medications, antibiotics, irrigation¿ on or about (B)(6) 2009. The patient was treated for ¿open abdominal wall wound¿ on or about (B)(6) 2009. The patient was treated for ¿wound infection; pustular drainage from wound vac¿ between (B)(6) 2009. The patient had a ¿central venous line insertion due to infected PICC line & no other IV access¿ between (B)(6) 2009. The patient was treated for ¿chronic abdominal wound (nonhealing); partial thickness skin graft placement on abdominal wall; infected PICC line removed¿ on or about (B)(6) 2009. Patient had ¿mrsa, bowel obstruction, hemodialysis, wound infections: between 2009 and 2010. The patient received treatment for ¿chest pain; positive stress test; transferred to [hospital] for stent placement; found to have rle dvt; current ivig for hypogammaglobulinemia. Infected abdominal wound; small areas of exposed mesh protruding out of graft; PICC line placement¿ between (B)(6) 2010. The patient was treated for a ¿12 x 12 cm central abdominal skin graft w/mesh eroding throughout, left upper lateral border exquisitely tender to light touch, warm & erythematous, dressing overlying the wound saturated with serosanginous discharge¿ on or about (B)(6) 2011. The patient also was treated with ¿mesh over large abdominal wall; mesh popping through graft, episodes of draining & bleeding; continue with non-adherent dressing (adeptic), cover absorbent dressing (softsorb), change daily; secure with binder¿ on or about 06/apr/2010. The patient was treated for ¿abdominal pain; admitted for reevaluation of chronic abdominal wound with infection, skin graft infection with exposed mesh¿ between (B)(6) 2010. The patient received treatment for ¿abdominal wound infection complicated by pe, ivc filter placement, anemia presents with pus & serosanginous drainage from abdominal mesh¿ on our about (B)(6) 2010. Patient was in ¿physical therapy/rehab¿ in ¿fall 2010.¿ the patient was treated for ¿abdominal wound¿ between 2009 and 2010. The patient was treated for an ¿infected abdominal mesh wound (cultures showed vre & mrsa), cellulitis & purulent drainage from chronic non-healing abdominal wound site; abdominal pain; PICC line insertion; us guided drainage abdominal fluid collection, sepsis/infection, altered mental status, vancomycin toxicity, acute renal insufficiency requiring dialysis, gi bleed & intraoperative nstemi¿ between (B)(6) 2010. The patient had ¿infected mesh removal from abdomen, flap debridement& vac placement; drainage abdominal removal/hematoma¿ between (B)(6) 2010. The patient was treated for a ¿complex abdominal wound with exposed mesh, massive adhesions; excision of infected mesh, small bowel resection with hand sewn primary anastomosis, take down of adhesions, component separation for ventral hernia repair with strattice inlay; tensor fascia lata fascia overlay for hernia repair, alt, vastus lateralis muscle & tfl pedicle flap; adjacent tissue transfer 40 cm x 20 cm on the right & 40 cm x 20 cm on the left, porcine skin graft to the right lower extremity 30 cm x 15 cm placement to the right lower extremity, wound vac¿ on or about (B)(6) 2010. The patient was examined for ¿post ventral wall mesh repair status with 2 subcutaneous drainage catheters seen within ventral wall, inflammatory thickening & fat stranding noted within the ventral wall with a small hematoma noted superficial to the mesh in the midline & left paramedian regions, trace amount of fluid superficial to the mesh¿ on or about (B)(6) 2010. The patient had ¿fluid aspirated from abdominal hypoechoic complex collection¿ on or about (B)(6) 2010. The patient received a ¿split thickness skin graft right thigh with preparation right thigh wound for grafting, abdominal wound debridement skin & subcutaneous tissue, vac placement¿ on or about 21/jul/2010. The patient underwent ¿preparation of site & placement of split-thickness skin grafted harvested from the right lower extremity, vacuum device placement to the wound site, wound was debrided sharply with a curette, xeroform placed over wound¿ on or about (B)(6) 2010. Patient underwent ¿incision & drainage, abdominal seroma cavity x2 (a) medial/ midline (b) right flank, washout of seroma cavities, placement of two 19-french round blake drains¿ on or about (B)(6) 2010. The patient was in ¿inpatient rehab-pt/ot for chronic non-healing dehisced abdominal wound, recurrent wound infection &wound dehiscence, decreased strength & endurance, decreased adls, anxiety, decreased balance - decrease fall risk, rehabilitation & care¿ from (B)(6) 2010. The patient went to ¿follow-up after abdominal wall reconstruction¿ on or about (B)(6) 2010. The patient had an ¿excisional biopsy of subxiphoid mass (heterotopic calcification); CT: appears to be mild adhesion of the small bowel to the anterior abdominal wall without evidence of bowel obstruction¿ between (B)(6) 2011. Patient had a ¿CT ab: previous abdominal wall surgery & open anterior abdominal wall wound, appears to be mild adhesion of the small bowel to the anterior wall without evidence of bowel obstruction¿ on or about 08/jun/2011. Patient had a ¿CT scan: previous abdominal surgery & open anterior wall wound, mild adhesion of small bowel to the anterior abdominal wall without evidence of bowel obstruction¿ on or about 0(B)(6) 2011. The patient underwent ¿preop cardio assessment prior to surgery, cardio management¿ between 2010 and 2012. The patient received ¿primary care, diagnostic testing¿ in 2011. The patient was treated for ¿increasing pain in the skin overlying sternum¿ on or about 09/mar/2012. The patient received treatment for ¿abdominal pain, 5 cm x 5 cm serous fluid bulla on epigastric area: debridement in ER¿ on or about (B)(6) 2013. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿prolite mesh,¿ on (B)(6) 2009. The form indicates that the device was revised as follows: ¿16/jul/2010 fluid aspirated from abdominal hypoechoic complex collection; (B)(6) 2010 excision of infected mesh, small bowel resection with had sewn primary anastomosis take down of adhesions, component 10 separation for ventral hernia repair with strattice inlay, tensor fascia lata fascia overlay for hernia repair, alt, vastus lateralis muscle & tfl pedicle flap, adjacent tissue transfer 40 cm x 20 cm on the right & 40 cm x 20 cm on the left, porcine skin graft to the right lower extremity 30 cm x 15 cm placement to the right lower extremity; 11/aug/2010 preparation of site & placement of split-thickness skin grafted harvested from the right lower extremity, vacuum device placement to the wound site, wound was debrided sharply with a curette, xeroform placed over wound; (B)(6) 2010 incision & drainage, abdominal seroma cavity x2 (a) medial/midline (b) right flank, washout of seroma cavities, placement of two 19-french round blake drains; (B)(6) 2010 split thickness skin graft right thigh with preparation right thigh wound for grafting, abdominal wound debridement skin and subcutaneous tissue & vac placement¿. The patient has a history of ¿fractured pelvis, sprained hip and thigh, sprain in lumbar region, chronic osteomyelitis¿ and ¿bowel obstructions.¿

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.